Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 177 mg/dl. The customer reported that the insulin pump was completely blank and there was crack below battery compartment. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to verify s/w due to blank display. Device received with blank display due to moisture damage on the electronic assembly. Also, device received with moisture damage on the battery tube, motor, vibrator and keypad flex tail noted. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank display. No moisture damage on the keypad traces or keypad dome switches noted. Device received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, serial number label fading and minor scratched lcd window.